Manufacturer narrative:
Continuation of d10: product ID 977c165; serial# (B)(6); implanted: (B)(6) 2021; product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient had severe pain. Per their son it feels as though neuropathy is worse than before and constant throughout day. When the rep spoke to pt. They didn't see the point in seeing the rep and they told the rep they had an appointment at the doctor¿s office (which the day of the week he was kind of confused on). The patient¿s son told the rep that the patient should be seen, at which point the rep saw him on wednesday. All impedances within normal limits. The rep attempted to reprogram the patient and saw patient again today thursday, (B)(6). The rep said they have been in touch with pain practice practitioner as well as the patient¿s son.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was a shock from the device and a return of pain/new pain. The patient had a loss of therapeutic benefit. Patient said that on wednesday the 25th he was walking across the room and he got a strong shock sensation the best he could describe it from there his neuropathy from the toes to mid back flared up and stayed pretty strong for a while it is sense started to dissipate about 24 hours after the fact.  Caller stated the stimulation "stopped working." Agent asked caller to clarify and caller stated they felt a bang and stimulation stopped. Caller stated they implant is fully charged and on but they still don't feel anything. Caller stated they have tried turning therapy off and back on and it doesn't make a difference. The circumstances that led to the reported issue were asked but unknown. Agent asked if there were any falls/traumas/medical procedures/change in implant pocket site that they think would be related to the issue. Caller stated none. Agent had caller confirm with the controller that the stimulation is on; currently group a. Agent had caller increase stimulation intensity several increments and they are still not feeling anything. Agent had caller try group b and they stated if they increase they are feeling it in their legs. Caller stated this is "killing" them to not have the stimulation working. The issue was not resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2021 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the reprogramming resolved the patient¿s sever pain and worsening neuropathy. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.